Event description:
The customer's daughter reported the customer's blood glucose meter was reading higher than the customer felt. The customer was reportedly incoherent and experienced weakness and shaky hands. The paramedics were called and reportedly gave to the customer two tubes of "sugar gel". It was reported the customer was transported to a hospital where she was diagnosed with hypoglycemia and the treatment provided was "sugar gel". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Note: during the troubleshooting survey, it was identified by adc customer service that the customer's blood glucose meter did not have the correct calibration code in the meter's memory. Adc customer service educated the caller on how to properly set the calibration code and asked the caller to recalibrate and retest. The calibration issue was reportedly resolved.